Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they have a bravo capsule which failed to attach. No harm was caused to patient and a repeat bravo procedure was performed. No intervention was required. There was nothing unusual about patient or procedure and an endoscopy had been performed prior to bravo procedure showing the esophagus appeared to be normal. Lubricant was used on back of capsule.